Manufacturer narrative:
The received device had the cannula assembly fully deployed. No issues were noted that would result in the cannula dislodging from the infusion site or a failure to deliver insulin. The exposed portion of the soft cannula was not bent or kinked. The original state of the adhesive pad could not be determined due to the device having been worn. The reported events could not be determined.

Manufacturer narrative:
The device was not returned for evaluation. The cannula had dislodged from the infusion site and was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Changing your pod. Chapter 3 / page 49. Warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. Blood glucose readings. Chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that patient's bg (blood glucose) reached over 250 mg/dl while wearing the pod between 24 and 36 hours. The top of the adhesive was pulling away from her skin. The patient's cannula looked at if it had come out from the skin (back) prematurely and reported the cannula was bent. For treatment, delivered 10 units of insulin.